Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000529 (lot: -); product type: 2560-mnav - o-arm system h3: a manufacturer representative went to the site to test the equipment. In summary, the door open/close and the lift and shift but tons on the pendant would not respond. The medtronic representative (rep) tried multiple times with the same issue but would suddenly start to work. The pendant was replaced, and the system performed as intended. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during a planned maintenance (pm), the medtronic representative (rep) found that some of the pendant buttons on the right side were intermittently malfunctioning. There was no patient involvement.

Manufacturer narrative:
H6) the component was returned to the manufacturer for analysis. Analysis found that issue status: "pendant button issue". Not confirmed. The reported issue could not be confirmed. The pendant passed visual inspection and was installed on a test system. The system and pendant powered on and initialized successfully. Both 2d and 3d imaging tests were performed without issue. All pendant keys actuated correctly. No functional problems were found. MDR codes: b01, c20, d15. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #:(B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.